Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified after event date. During technical site visit, fse(field service engineer) performed system verification and confirmed that system meets specifications as per sir (service installation report). Received information the hospital is now conducting an internal review of procedures/protocols that could have caused the events . No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported multiples cases of possible diffuse lamellar keratitis following photo refractive keratectomy (prk) treatment. Additional information received. The patients are reported to have recovered and are seeing well. There are two related reports for this event; this represents prk cases and an additional report will be filed.